Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was poor communication on the patient programmer. The patient uses an antenna and has a rechargeable device. It was reviewed on how to secure the antenna and synchronize with the implantable neurostimulator (ins). The issue was not reported to be resolved. Placing the patient programmer directly over the ins resolved the reported issue. There was a report that the patient fell in (B)(6) shortly after the implant was put in due to a brain aneurysm. It was reported that the patient programmer works without the antenna but not with the antenna which has been happening for about a week. The patient later reported that they received a new antenna but the programmer still didn't work. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.